Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Review of test results provided for the pt from (B)(6) 2008 and (B)(6) 2008, show the pt displayed levels below the reference range for rbc (red blood cell), hemoglobin, hematocrit, and alkaline phosphatase. The pt also had elevated mean corpuscular hemoglobin (mch), blood urea nitrogen (bun), glucose, and a critically elevated partial thromboplastin time (ptt) result. Testing at beckman coulter customer prod line support(cpls) lab confirmed the root cause for the elevated troponin I results to heterophile interference. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapeutic or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add¿l reportable events.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, on multiple samples for on pt involving unicel dxc 600i synchron access clinical system. The elevated results were released out of the lab. The physician requested add'l testing on the pt sample. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc., with the pt sample for further analysis.